Event description:
Customer's wife reported that for the past two weeks customer's adc blood glucose meter was not registering any reading after blood application, noting "it turns off and the last icon on the screen is the blood drop icon and test strip icon". Caller further reported that starting on (B)(6) 2014 customer experienced "frequent urination, dry mouth, dizziness and weakness", which continued over the weekend. On monday, (B)(6) 2014, customer self-presented to a local healthcare facility, where he was diagnosed with hyperglycemia and treated with an unspecified amount of insulin and an intravenous infusion of "sodium chloride". Customer was also prescribed metformin 1000 mg. Customer was discharged in the evening. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips and control test strips. Meter powered on with button depression but not with test strip insertion. Returned test strips were investigated with a retained meter and meter powered on with button press and test strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. Returned meter was disassembled and blood contamination was found in the test strip port. Manual provides recommended instructions not to allow blood or other solution into the monitor's test strip port. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.